Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update section.the commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned locked, in packaging position, no fine adjust stopcock on inflation port, no flex. Image provided by the procedural cite demonstrates the delivery system with burst balloon. The returned delivery system was visually and the following was observed: j-hook tear was observed; no missing pieces were seen. No relevant functional testing could be performed due to the condition of the returned devices (burst balloon). Dimensional analysis was performed and the balloon single wall thickness was measured along the edges of the burst location. All measurements met specification. The complaint for balloon burst was confirmed based on the condition of the devices, but no manufacturing nonconformities were found in the returned sample. Review of dimensional and visual inspections revealed no indication of non-conformances. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The complaint occurrence rate did not exceed the august 2019 control limit for the applicable trend categories. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a transfemoral tavr procedure with a 26 mm sapien 3 valve with a commander delivery system and esheath.   The delivery system was prepped with 23 cc of contrast solution. During deployment, the delivery system balloon burst during full expansion. There was no time to count 5 seconds once the balloon was fully expanded. Post deployment, the valve was in acceptable position with no aortic regurgitation. The patient was in stable condition post procedure. The aortic annulus had mild annular calcification, and moderate aortic root calcification.